Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. Customer was instructed to continue using the pump and to call back if the issue happened again, which caller acknowledged and understood.